Event description:
The customer reported that the heartstart xl+ has a red x displayed in the indicator. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.